Event description:
Customer reported via phone call that their insulin pump was alarming. The blood glucose reading is unknown. The insulin pump will be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to a faulty force sensor resistor. The insulin pump was received with a corroded battery cap contact. The insulin pump was received with a cracked case at the display window corners, a cracked display window, minor scratches on the display window, a broken reservoir tube lip, a stained end cap sticker and back address and serial number label.